Event description:
It was reported that the patient scraped her neurostimulator against a table. Four days later, the patient experienced a loss of therapeutic effect ((B)(6) 2012). The patient had stimulation set at 3.4.v, and it used to seem high at 2.5v. The patient visited the emergency room on (B)(6) 2012 for urinary retention. It was determined that the patient did not have a urinary tract infection, but was given antibiotics anyway. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information indicated that the patient had acute pain in her right foot, her toes were curled and she felt less balanced on the right side of her body. The patient stated that the pain had been going on and off for about 2 months. The patient did not know if these symptoms were related to her scrapping her device against the table. The patient added that her symptoms of urinary retention don't seem to be effected by this and that she had not tried to turn her stimulation off. She had a concern that turning off her device would lead to a urinary infection. The patient stated that she had a pseudomonas bacterial infection around (B)(6) 2012 and was treated, and she had frequent tests afterwards to make sure that she didn't have a urinary tract infection. Information received from the patient's physician indicated that the patient reported a loss of effect while having stimulation, but didn't feel urgency to urinate. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information indicated the patient was still experiencing issues with the device. She was going to see a physician on friday to continue troubleshooting. It was noted there were not updates or new information relating to the adverse events.

Manufacturer narrative:
Lead model 3889-28, lot# v779354, implanted: (B)(6) 2011, explanted: na, programmer model 3037, serial# (B)(4). (B)(4).

Manufacturer narrative:
(B)(4)